Event description:
A malfunction alarm was reported without any notable events prior. There was no reported impact on the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the issue returned.